Event description:
It was reported that the patient presented in clinic feeling weak and fatigued. It was noted that the patient had been involved in a car accident in (B)(6) 2017. Upon device interrogation, the left ventricular lead exhibited high capture thresholds due to dislodgement. The lead was explanted and a new lead was implanted on the right side on (B)(6) 2017. The patient tolerated the procedure well; there were no complications.